Manufacturer narrative:
The insulin pump had unresponsive button due to corroded on keypad trace. No moisture damage found on electronic assembly and motor. The insulin pump was received with cracked at corner display window and scratched on display window. No number ramping or scrolling on display noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that there was fluid under the lcd display. The customer reported that the numbers were ramping on their own and the scroll bar was moving with no input from them. The customer's blood glucose was 400 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.